Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, the customer had a seizure due to the low bg. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.